Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No photos or videos were provided for evaluation. During our investigation into this event, the drawing of item 363032 was consulted for evaluation. It was determined that the small piece was most likely the flow restrictor. This component is intended to be on the set. As no photos or videos were provided, the definitive root cause is unable to be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that a possible lot number (0061712062) was provided; however, the lot number does not exist for the reported material number.

Event description:
As reported by the user facility: customer reports a white piece of plastic within the tubing was obstructing the fluid path of the tubing. No injury reported.